Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that when the surgeon tried to lift the flap, the anterior portion of the flap was not cut. When the surgeon lifted the flap, the flap ripped "all the way to the white". The treatment was completed and the patient was reported as doing well postoperatively.

Manufacturer narrative:
During an onsite visit the field service engineer (fse) replaced f-theta lens and successfully completed system verification to specification. Functional inspection of the f-theta lens shows the complete cuts on test disc with the bed-cut energy values, without channel and a side-cut energy were performed successfully. The measurements of half cuts on test disc with the bed-cut energy values, without channel and a side-cut energy show that the difference between left and right in y-direction is 19,53m /21,79m /26,28m, however, the difference should not be greater than 10m. The root cause could not be identified conclusively. Failure analysis can confirm difference between left and right in y-direction cut and it is most possibly caused by the tilt of the f-theta lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During an onsite visit the fse (field service engineer) replaced f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).